Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The member of the hospital reported that customer hospitalized due to diabetic ketoacidosis on unknown date. The customer was unavailable to talk. It was reported that customer had a malfunctioned insulin pump. The insulin pump will not be returned for analysis.